Manufacturer narrative:
During inspection and testing of the returned device, the reported issue (e221 - scope communication error) was not confirmed or duplicated. Service did find there was leakage from the cable connector, there was a gap on the coupler, and the cover logo had been removed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that when preparing the 4k camera head for use, an e221 (scope communication error) occurred. The unspecified diagnostic procedure was successfully completed using a similar device. There was no delay in the intended procedure. There was no injury to the patient as a result of the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the e221 scope communication error could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿. Olympus will continue to monitor field performance for this device.